Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day after implant. The ra lead was re-positioned and remains in use. It was further reported that the physician didn't like the way the right ventricular (rv) lead looked one day after implant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.